Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the instrument did not staple. No further info is available. Another like device was used to complete the case. There was no pt consequence.